Manufacturer narrative:
Concomitant medical products: 500ml b.braun bag ndc 0264-9577-10 lot number j7k014n exp 02/20 heparin sodium. The customer¿s report of a heparin overinfusion was neither confirmed nor replicated. The pcu event log shows that at 12:46 am on (B)(6) 2017 the pump module was programmed to infuse heparin cardiac 25000unit in 500ml at a rate of 20ml/hr with a vtbi of 500ml. At 1:11 am, the device alarmed for fluid side occlusion and the infusion was restarted. At 1:40 am the infusion was paused and 8 minutes later the system was shut down. At 1:53 am, the previous infusion was restored and started at 20ml/hr. The infusion continued until 3:55 am when the device was channeled off and the system was shut down and powered off. During this time, the device alarmed for fluid side occlusion once and the infusion was paused and restarted several times. The volume recorded as being infused between 12:46 am and 3:55 am was 50.151ml. Functional testing found the pump module delivering fluid within specification. There were no leaks or other anomalies observed with the returned primary set. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported heparin overinfusion was not identified.

Event description:
The customer reported that heparin 25,000 units/500 ml (50 units/ml) was programmed for a rate of 20 ml/hr but infused faster than expected. The user observed that approximately 200 ml had infused after 50 minutes. During troubleshooting, the clinician disconnected the IV from the patient and restarted the drip with the original settings and observed the heparin running erratically, starting off at a slow rate then increasing to a rate faster than 20 ml/hr. After the heparin was discontinued, the patient complained of chest pain and nausea, and the rapid response team was called. Lab work was drawn and the patient stabilized and was sent for further cardiac workup. No other patient effects were reported.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a possible over infusion of heparin. No patient harm was reported and no further details were provided.